Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. A review of the stapler logs has also been performed by an isi failure analysis engineer (fae). The review showed endowrist stapler 45 instrument (part #470298-14, lot #t10201207-0002) was installed three times and fired three reloads (all blue). All firings were completed per the logs. The instrument had one incomplete clamp in the procedure across seven clamp attempts. There are no stapler related errors in the logs. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted gastrectomy procedure, the patient experienced anastomotic bleeding. As a result, the patient required four units of blood and hemostasis was achieved endoscopically. The cause of the post-operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted total gastrectomy procedure, an endowrist stapler 45 instrument was used to create an anastomosis of the stomach and duodenum. There was no bleeding observed during the surgery. A day after surgery, there was anastomotic bleeding. The bleeding was from the duodenum and gastric anastomosis site. Hemostasis was achieved endoscopically. The estimated blood loss was unknown. However, the patient required four units of blood. The surgeon confirmed that there was no malfunction of the endowrist stapler 45 instrument. There were no alarms or faults, and no clamping or unclamping issues encountered during surgery. The patient was subsequently discharged.